Event description:
It was reported to olympus, that the evis exera iii gastrointestinal videoscope had protruding threads and brittle bonds. Inspection and testing of the returned device found that the air/water tube and cylinder had remains of white foreign material. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the up/down knob could not be locked securely due to wear of the forceps elevator lever and the insulation resistance value at the distal end did not meet standard value due to adhesive peeling on the bending section rubber. The objective lens had a chip and the lens glue was worn out. The light guide lens had a crack and the adhesive on the bending section rubber had wear. The connecting tube and universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.